Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Additional information provided by the customer indicated that the patient suffered a frontal/parietal ipsilateral hemorrhage possibly caused by rupture of bifurcation mca aneurysm (not the aneurysm being treated) or vessel perforation at m1 or m2. The patient died as a result of the hemorrhage. There was no allegation against any of the devices used in the procedure. The reported "patient hemorrhage, blood loss with sequelae", "patient death", "patient aneurysm rupture", and "patient vessel perforation" are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. This is 2 of 3 reports.

Event description:
It was reported that a patient was being treated for a brain aneurysm with the flow diverter system (subject device) with no complication was noted during a case . Post procedure, about 7pm est,the patient had suffered a bleed in the brain as a result of the procedure. Received additional information on 22-august 2019 stated that the patient¿s bleeding causally was likely related to wire manipulation during the case. Ventriculostomy placed as medical intervention. Additionally, it indicated that the cause of frontal/parietal ipsilateral hemorrhage was possibly rupture of bifurcation middle cerebral artery (mca) aneurysm or vessel perforation at m1 or m2 . It was additionally reported that the patient passed away.